Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03826 it was reported that wire fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, ablation was initially performed using a 1.25mm rotalink¿ plus. The device was then replaced with the 1.50mm rotalink¿ plus and advanced together with the rotawire¿. While the rotation speed was set right before the y connector, it was noted that the wire fractured. Another rotawire was used but the wire would not load onto the burr. The burr was then replaced with another of the same device and the procedure was completed. No patient complications were reported.